Manufacturer narrative:
H3: 97740 was returned for product analysis. Analysis found unable to duplicate no power error. Programmer passed all bench and final tests ok. Replaced front case due to wear/crack, scratched face plate and worn navigation keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their patient programmer is not working since about 2 months ago (confirmed july). Patient stated they cannot increase or decrease the intensity and the screen is blank and nothing comes up. Patient stated they do not have an antenna. Patient mentioned they have changed the batteries in the patient programmer but that did not resolve the issue. Patient mentioned the spring load in the battery compartment "isn't enough" to keep it connected and they have had to use a dime for forever to keep it connected and the battery doesn't stay in good. Patient stated they are able to connect to the implant with the recharger and it works fine. Patient removed and reinserted the batteries and confirmed screen remained blank. Patient pressed the power button and screen still remained blank. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the patient programmer. Patient reported that the cause of programmer not turning on was unknown. Patient said that they changed the batteries in the programmer.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their programmer stopped working and the issue began last week. Patient stated their pain level was going up and when they tried to turn on the programmer it wouldn't turn on so they changed the batteries but the issue did not resolve. Patient confirmed the issue was for their 2016 implant. Patient would call back to troubleshoot.